Event description:
Pt admitted to hospital for removal and replacement of bilateral saline breast implants secondary to left implant rupture. Original breast implants were placed in 1992. Pt authorized hospital to discard both breast implants.